Manufacturer narrative:
There is no information available regarding evaluation of the device or internal paddles. There are no patient event files or ECG monitoring strips of the event available for review.

Event description:
The customer reported that therapy was not delivered to the patient when using the heartstart mrx with internal paddles during a surgery. When medical personnel used a different heartstart mrx, they had the same result. Medical personnel then used the heartstart mrx with a set of different internal paddles which resulted in therapy delivered to the patient. The country contact provided a name from customer site who stated device behavior did not impact the patient outcome, however, her title was not known.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that therapy was not delivered to the patient when using the heartstart mrx with internal paddles during a surgery. When medical personnel used a different heartstart mrx, they had the same result. Medical personnel then used the heartstart mrx with a set of different internal paddles which resulted in therapy delivered to the patient. The patient died - additional details have been requested.